Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the adc device and was unable to obtain readings. As a result, customer experienced shakiness, requiring third party administration of orange juice for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the adc device and was unable to obtain readings. As a result, customer experienced shakiness, requiring third party administration of orange juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage observed on sensor patch. Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor did not scan with evaluation module (evm) and error message was observed. Attempted communication between the returned sensor and a new unused reader and the returned sensor successfully communicated with the reader. No scan timeout error messages were observed. The sensor was sent for further investigation.  Performed a visual inspection on the returned puck and no issues such as damage or contamination through the casing were observed. Attempted to scan the returned puck and an error message was observed. Attempted to scan the returned puck with a retained motorolla edge 5 phone and fs libre 2 application. A scan error message on the app screen was observed. Mix-match testing with a new unused application specific integrated circuit (asic) was done and and an error message was still observed. Data was successfully extracted to a new unused sensor puck while using the returned asic, indicating the returned asic was not faulty. Reflowed solder on the bluetooth low energy (ble) chip and observed indications that there were cracked solder balls between ble chip and the printed circuit board assembly (pcba). Successful accuracy testing was performed using the a retained motorolla phone and freestyle libre 2 app. Therefore, this issue has been confirmed to poor solder of the ble chip. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.